Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further test ing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that during a clinic visit the patient was in atrial fibrillation of approximately 45 beats per minute (bpm). Additionally, the device had no pacing output and couldn't be interrogated. It was also reported that the device depleted outside of estimated longevity and potentially put the patient at risk. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).